Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue, due to which he experienced high blood glucose level (approximately 1300 mg/dl) and went into diabetic ketoacidosis. The patient tried to treat himself with a correction bolus via pump. Moreover, there was no damage when the package was first opened. Reportedly, the patient received a data error alert on (B)(6) 2019 and last bolus was on (B)(6) 2019 (due to history issue). Subsequently, on (B)(6) 2019, the patient's wife drove him to the hospital due to high blood glucose level and diabetic ketoacidosis. Further, the patient had high ketone levels, which the healthcare professional assessed as dangerous/life threatening. During hospitalization, the patient received intravenous fluids (drug name unknown) and insulin drip, which resolved the issue. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Reportedly, the patient was using multiple dose injection for insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.